Event description:
Atraumax ratcheted clamp. The ratcheted vascular clamp -atraumax ratcheted clamp- broke during the resection. There was more blood loss than usual -200cc- as a result of the kidney reperfusing before hemostatic measures were completed. This has been documented with photos. Required add'l operating time to replace clamp.